Event description:
It was reported that during a procedure, the unit did not function as intended. It was further stated that the black insulation began to peel off the shaft of the wand. It was further reported that there was a delay of two minutes and no adverse consequences to the pt were reported.

Manufacturer narrative:
Implicated product's lot number is unknown at this time. These fields have been completed conservatively in the event, the product was within the scope of the product field action. Additional info will be provided once the investigation has been completed.